Event description:
It was reported that this pacemaker device exhibited a signal artifact monitor (sam) episode. Upon review, there was no noise and out of range measurements noted. The right atrial (ra) lead threshold increased from 1.5v@0.6ms to 1.5v@1ms. The physician suspects that there could be ra lead dislodgement. The physician performed programming optimization and will be checking on x-rays. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited a signal artifact monitor (sam) episode. Upon review, there was no noise and out of range measurements noted. The right atrial (ra) lead threshold increased from 1.5v@0.6ms to 1.5v@1ms. The physician suspects that there could be ra lead dislodgement. The physician performed programming optimization and will be checking on x-rays. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.